Event description:
A nobel active internal np implant was placed in a male pt in the maxillary arch on (B)(6) 2014. At placement, it was found that the implant had gone into the sinus and the surgeon could not detect the implant. At that time, the pt started to have some breathing problems and was helped, by the clinicians involved, to take deep breaths. After approximately one hour, an ambulance was called and the pt was taken to the hospital accompanied by the clinicians. At the hospital the pt had a chest x-ray and a 3d x-ray. It was confirmed that the pt had swallowed the implant. Also, unbeknownst to the pt, it was determined that he had pneumonia. The pt stayed in the hospital overnight and was discharged the next day on (B)(6) 2014. The surgeon has seen the pt many times since on (B)(6) 2014. The pt has recovered and is reported to be doing fine. He will be reimplanted and continue with his dental treatment. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Pt swallowed and passed implant. Not to be returned.